Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: through follow-up the patient's gender and date of birth was provided along with the surgeon's name. Therefore, the following fields that were previously reported as unknown have now been updated accordingly. Date of birth - (B)(6), gender - female, name - (B)(6), health professional - yes, occupation - physician. Device available for evaluation? Yes. Returned to manufacturer on: 10/22/2019, device returned to manufacturer ¿ yes. Device evaluation: a visual inspection of the lens shows it was cut into three pieces, most probably to aid in explant. Based on the condition of the lens, further analysis is not possible. The reported complaint event could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2019 - (B)(6) 2019. An attempt has been made to obtain missing information; however, no definitive response has been received. Note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to the patient experiencing anisometropia. There was no vitrectomy, incision enlargement or sutures required. The replacement lens was a different model and diopter. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.